Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Patient information received.

Event description:
The trellis device was advanced into the patient over a .035 wire. The wire was removed and the distal balloon inflated and then ruptured. The device was removed and a second trellis device was opened. The physician experienced no problems w the 2nd device and the procedure was completed. No injury to patient was experienced due to balloon rupture. Evaluation of the returned trellis on march 23, 2015 found a hole in the distal balloon over the marker band. The proximal balloon had no issue.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).